Event description:
Additional information received reported that the patient was 'doing well and receiving therapy.' It was noted that there weren't any diagnostics performed on the device and the cause of the issue was not determined. No interventions were scheduled.

Event description:
It was reported on (B)(6) 2012 that the patient had heart surgery six weeks prior to the date of this report; during the surgery, the patient's heart stopped and he was given a pacemaker. The patient was not getting as much relief after the surgery from his implantable neurostimulator (ins) and was feeling stiffer. The date of onset was unknown. The patient programmer (pp) was unable to be communicated with the ins. The patient's leg was bothering him but felt fine after receiving programming from his physician. Additional information received on (B)(6) 2012 reported that the patient was unable to adjust his stimulation. The status lights were assessed; only the 9-volt battery light displayed on the 2 pp's tested. It was also reported that the patient experienced a loss of therapeutic effect. The patient felt like "some days his parkinson's disease [was] getting worse." Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 748251, serial#: (B)(4), implanted: (B)(6) 2004. Product type: extension: product ID: 7438, serial#: (B)(4), implanted: (B)(6) 2004. Product type: programmer, patient: product ID: 3387-40, lot#: j0417809v, implanted: (B)(6) 2004. Product type: lead. (B)(4).